Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was submitted for evaluation. A visual examination of the sample revealed the 2-piece luer lock was missing and traces of solvent were present on the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink continu-flo solution set in which the male luer was noted to be cracked/missing from the distal end of the tubing. The condition was reported to have occurred during setup. There was no patient injury or medical intervention associated with this complaint. No additional information is available.